Event description:
At 5 years and 6 months from the primary procedure, the patient came in presenting pain and instability that began during physical therapy. The patient reported injuring the knee during a physical therapy session and stated that pain persisted following the incident. Preoperative x-rays suggested loosening of the components. Intraoperatively, all components were confirmed to be loose, with significant medial femoral bone loss observed. The surgeon revised the gmk-sphere femur, insert, and tibial tray to a gmk-hinge system. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 apr 2026 lot 1908641: (B)(4) items manufactured and released on 26/03/2020. Expiration date: 19/03/2025. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Lot 1904602: (B)(4) items manufactured and released on 25/09/2019. Expiration date: 15/09/2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department this case describes a late failure of a cemented total knee arthroplasty approximately 5.5 years after implantation, presenting with pain and instability and requiring full revision to a hinged system. Radiographic findings, although limited due to poor image quality, suggest the presence of radiolucent lines around the tibial component. These findings are compatible with loosening of the tibial component and correlate with the intraoperative observation of global implant loosening. Aseptic loosening represents the most likely mechanism; however, the exact root cause cannot be determined based on the available information, as it is often difficult to identify and is generally multifactorial. There is no evidence to suggest a device-related defect or malfunction. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.